Event description:
Per the clinic, the patient was diagnosed with an infection at the abutment site and hospitalized on (B)(6) 2021 (duration not reported). Subsequently, the patient underwent a skin revision surgery and abutment removal on the same day. It was reported that the patient is currently being treated with oral antibiotics for a month (date not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on november 11, 2021.